Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had missing drive support cap. Customer stated insulin pump had loose drive support cap and stopped working. Customer stated they changed the battery and it still it did not rewind and nothing was displayed don the screen at all. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.